Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner barcode was not operational. A technical support specialist received information from the customer, as this could have been resolved at the customer's end. The system functioned as intended after the customer resolved the issue. Additional information: received a voicemail from customer informing the issue has been resolved from their end and ask to close the ticket. Call and spoke with customer to get confirmation on ticket closure, user agree to close the ticket.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the barcode scanner was not operational. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.